Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument had a broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have failed intuitive motion. The instrument exhibited imprecise motion. The grip tips were unable to fully open. The complaint regarding broken/loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation reported by the site that is related to the primary failure was identified. The instrument was found to have a dislodged crimp at the distal end with missing material. An additional observation not reported by the site that is related to the primary failure was a broken bipolar yaw pulley. The broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.028" x 0.04". An additional observation not reported by the site that is not related to the customer-reported complaint was also identified. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The probable root cause of the unexpected motion is attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling the instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula. The probable root cause of dislodged crimp cable is attributed to component failure, however, after an additional investigation that included inspection of the yaw pulley, the most probable common cause is determined to be attributed to the mishandling/misuse. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of a broken and/or dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A review of the provided image is not consistent with the alleged complaint of a broken cable. The picture provide shows a loop of conductor wire sticking out with no exposed wire of thermal damage visible. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy, the maryland bipolar forceps instrument's jaw did not open, and an enlarged steel wire was detected, making its use impossible. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.